Event description:
In late 2008, the lay-user/patient contacted lifescan (lfs) alleging that the onetouch ultrasmart meter will not turn on. This complaint is classified according to the documentation of the customer care advocate (cca). According to the pt, the power issue first occurred the same day. The pt allegedly was unable to obtain a blood glucose reading on the subject at the time of concern. Approx 15 minutes after the reported issue began, the pt developed symptoms described as "shaky, faint, and headache." The pt administered self-treatment with orange juice and did not test on any other device. During troubleshooting, the reported issue was not resolved. Although, there is no evidence of product misuse, the battery contacts were in good condition, and the battery was replaced per the owner's manual, the lfs meter did not turn on with the power button pressed and the test strip inserted into the meter. This complaint is being reported because the pt had symptoms that were suggestive of hypoglycemia after she was not able to test on the subject meter due to the alleged power issue. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.